Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: conduction disturbances are known adverse effects of cardiac surgeries. There are occurences when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty device. In this case it was stated the pacemaker was implanted due to ¿surgical error¿. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information approximately four days post-implant of this annuloplasty ring in the tricuspid position, the patient received a pacemaker placed before leaving hospital because of a change in the patient's heart rhythm due to a "surgical error." Approximately one year post-implant, the patient will receive a defibrillator implant because her "echo and rhythm have worsened." No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.